Event description:
A talent stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 22 months ago. Aneurysm and vessel morphology from the time of implant and from the time of the event are unk. It was reported that at a routine evaluation, the stent graft was found to have migrated distally 1 cm without the presence of an endoleak. The cause of the migration is currently unk. A proximal cuff was implanted successfully. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (migration); (unknown cause of migration).